Event description:
The customer reported that the system was not capturing images during a case. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation and was unable to duplicate the reported problem. The cine drive was formatted. The system was tested and found to be working as intended and put back into svc.